Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the damage was first observed in spd (not intraoperatively) per the RMA, and involved the silver pitch/grip cable, which was damaged but still intact (not broken in half). There was no loss of cautery observed, no fragments fell into the patient¿s anatomy, and no arcing or thermal damage was reported. The instrument has already been returned to isi under an RMA, and additional details such as procedure completion method, patient impact, or photographic documentation were not specified.

Event description:
It was reported that during central processing, the monopolar curved scissors had a small break in the cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.